Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty (ptca) procedure, the shaft of the 3.0x16mm taxus express2 drug eluting stent delivery system snapped in half while being loaded into the guide catheter. There was no pt contact. The procedure was completed with another 3.0x16mm taxus express2 drug eluting stent. Pt's status is reported as "fine."